Event description:
The pt reportedly experience tinnitus and nausea. It was reported that the tinnitus occurs with and without using the device. It was also reported that the tinnitus usually started from the non-cochlear implanted ear and progressed to the implanted ear. It was reported that the onset of the nausea occurred when the tinnitus was present on the cochlear implanted side. Testing confirmed that the device is functioning. X-ray result confirmed appropriate device placement. The implant surgeon had an impression that the tinnitus and nausea could be due to endolymphatic hydrops. The pt is taking lenoltec to assist with sleeping directed by the implant surgeon. Advanced bionics is in the process of gathering more info.